Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) medical school hospital. In 2015, primary surgery was performed using the expedium di system. The fixed area was t12 ¿ l4. On (B)(6) 2017, re-operation was performed because the di screws (7-45 mm) implanted at l1 and l3 were loosened. The re-operation was done to replace the implanted di screws (7-45 mm) with another size of di screws (8-45 mm). The part # and lot# for the implanted and replaced di screws are unknown. The re-operation was completed without any delay.